Manufacturer narrative:
The device was implanted in (B)(6) 2017, and the patient claimed to have experienced pain, numbness, loss of sensation, loss of length, scarring, and erectile dysfunction. The complainant had a second surgery in 2022, to fix 'flaring of the device.' The complainant alleges that after this surgery he experienced continued pain, numbness, loss of sensation, loss of length, scarring, erectile dysfunction, and flaring. A third surgery was then performed in 2023, to which the implant was removed. Following the removal, the complainant alleges that he experienced swelling, nerve damage, numbness, loss of length, pain, scarring, erectile dysfunction, shortening of his penis, reduced sexual activity, loss of confidence, and depression. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "extended penile or scrotal pain and discomfort", "lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity", "possible impotence requiring additional treatment", "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures", "temporary reactions, swelling and/or erythema", "penile shortening", "penile retraction in erect and flaccid states", and "removal of implant may result in penile retraction, scar formation, and other potential complications, necessitating additional treatment". An article was published in (B)(6) 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those (B)(4) had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists loss of skin sensitivity/sensation, delayed ejaculation, erectile dysfunction, penile curvature, scar formation, contracture and decreased penile girth, and pain as anticipated adverse events. Extrusion/perforation was identified as an anticipated device deficiency. Additionally, self-confidence and self-esteem were objectives that were measured in each participant via a single question that compares pre and post-operative self-confidence and self-esteem. (B)(4) of participants reported high or very high levels of self-confidence 6-8 weeks post-op, and (B)(4) of participants reported high or very high levels of self-confidence on an average of 4 years post-op. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. This anticipated side effect is also included in the clinical evaluation report, within the instructions for use, and a part of the informed consent process. The duration or cause of the ed was not specified; therefore it cannot be determined if the ed was due to the nature of the implant, pain, or reduced confidence. Swelling and pain are known side effects of any cosmetic surgical procedure. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure, and temporary increase or decrease in sensation after the operation. This is due to the stretching of the skin after placement of the implant and will return to normal in a few weeks to months.

Event description:
The complainant reported that the implant triggered scar tissue, penis contracture, curvature of the penis, shortening of the penis, and an unnatural look with protrusion and flaring along with ongoing pain.